Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas c 503 analytical unit. Patient results would be either high or low and when repeated on another analyzer, the results were normal. The customer provided one example of a patient sample with discrepant results for ca2 calcium gen.2. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.61 mg/dl. As the value was lower than the customer's established reference range, the sample was repeated. When repeated on a second analyzer, the result was 10 mg/dl. The repeat value was deemed correct. The calcium reagent lot number was 66107701, with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer found a piece of plastic stuck in a vacuum nozzle. The plastic was removed and the nozzle was cleaned. Mechanism checks were performed. A hardware check passed. The customer ran controls and these passed.

Manufacturer narrative:
The last calcium calibration performed on (B)(6) 2023 had no alarms. Quality controls were within range on the day of the event. Upon review of the alarm trace, several sample foam detection, abnormal sample probe aspiration, and sample short alarms occurred on the day of the event. The investigation determined the service actions resolved the issue.